Event description:
Medtronic received information regarding an axium framing coil that hand a kinked pusher and failed to detach. The patient was undergoing a coil embolization procedure to treat a ruptured, partially thrombosed, anterior communicating (acom) artery aneurysm via left internal carotid artery (ica) access. The aneurysm max diameter was 5.8mm and the neck diameter was 2.2mm. Blood flow was normal. Vessel tortuosity was minimal. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). Continuous catheter flushed was administered. A non-medtronic framing coil was deployed successfully first. The physician then selected to axium framing coil (model: fc-3-8-3d, lot: 222952249) to be the second coil. There was no friction or other difficulty during testing or delivery of the axium framing coil. While pushing the coil in the microcatheter, the proximal end of the pusher was kinked accidentally. The physician still continued deployment of the coil in the aneurysm but it could not be detached. 2 attempts were made to try and detach the coil with the instant detacher (ID) without success. It was noted there was no issue with the ID. Another ID was not tried, no was any attempt made at manual detachment. The coil was removed and other coils were used to complete the procedure. There was no harm or injury to the patient. Ancillary devices: echelon microcatheter, balt optima 5-17 framing coil.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the proximal end of the pusher was kinked accidentally while pushing the coil inside the microcatheter. The instant detacher lot number is a996326.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519) with microscope, ruler (m-83361), camera (panasonic lumix dmc-zs5); in-house instant detacher ID-1-5 lot a154272 as found condition: the axium framing coil was returned for evaluation within the inner pouch and outer carton; inside of a biohazard bag and a shipping box. There was no instant detacher returned with the coil. Visual inspection/damage location details: the implant coil was still attached to the pushwire. The coin located against the lumen stop. The break indicator at the manual detachment location was present and intact. In addition, the ai and coupler tubing were also found present and intact. The pushwire appeared to be bent at 3.3cm from the proximal end. No other anomalies were observed. Testing/analysis: an in-house instant detacher was used to detach the coil. The implant coil was detached successfully on the 1st attempt. Conclusion: based on the analysis performed, the axium framing coil was confirmed to have "non-detachment" and "pushwire kink/damage" issues as the pushwire was returned with the implant coil was still attached. In addition, the pushwire was bent on the proximal end. The implant coil detached successfully using an in-house instant detacher on 1st attempt. No issues were found during detachment of the coil. It is possible that the bent pushwire may have contributed to the non-detachment issue. However, the cause of the bent pushwire could not be determined. Since the instant detacher was not returned; any contribution of the instant detacher to the reported issues could not be determined. There was no non-conformance to specifications identified that led to the reported issues. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.